Event description:
It was reported that the keyboard of the programmer was loose and becomes detached. It was further reported that when the display screen was down and locked, the release button was jammed and the screen was unable to be opened, and that the screen stand was damaged, loose and separated in an upright position. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of damage, a broken right keyboard hinge, five of the hinge plate screws were missing which made it difficult to open, there was a broken lower hinge plate, a loose electrocardiogram (ECG) connector on the link electronic module (lem) board and that the radio frequency programmer head was missing coating. Product ID: 2067 radio frequency programmer head; (B)(4).